Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician was not able to duplicate the reported complaint (unit failed). All testing¿s was performed by using a known good test patient circuit, as well as a known good ac adapter. The ventilator powered on and boot up with no issues and passed 68.5 hours extended tests at the customer's settings. The ventilator also passed final test which includes many ventilation and alarm functions. Furthermore internal inspections were done on the reported ventilator and no anomalies were revealed.

Event description:
The customer reported that the ventilator failed while being used on the patient. There was no harm to any patient or clinician nor any report of allegations of the ventilator associated to the reported event.